Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the nozzle and foreign objects in the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3. The correct date was 05/24/2024. Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. However, the type of material and the root cause could not be determined. There was no deviation from the instruction manual in the reprocessing procedure for the area where the foreign matter remained, and there was no physical damage to the area where the foreign matter remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in chapter 3, preparation and inspection, of the gif-1200n operation manual. The instruction manual for gif-1200n, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.